Event description:
New information received notes that right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited high impedance measurements. Upon device testing in the emergency room, the patient experienced discomfort resulted from a muscle stimulation. Programming changes were made. The patient was in stable condition.